Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered constant pain, painful sex, urinary tract and bladder infections, and inability to completely void. No further information has been provided.